Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported unexpected outcomes for multiple patients following cataract surgery with intraoperative wavefront aberrometry. The site reports if they had used the original preoperative plan they would have been closer to the target outcome. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient is reported to have an expected outcome after further postoperative measurements.